Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl; cause was unknown. The customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation made to consult with health care provider to discuss diabetes management.